Manufacturer narrative:
The user facility immediately cleaned the water up off the floor around the unit. A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found that a clamp on the pressure line became loose, resulting in the reported water leak. To resolve the issue, the technician secured the clamp back on the pressure line, ran a test cycle, and found the unit to be operational. The washer was returned to service. The unit was manufactured in 2007 and is under steris service agreement.

Event description:
The user facility reported water leaking from their reliance 130 cart washer. No injuries were reported.